Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the clip was used to mark the distal end of the tumor. The clip was able to grasp and lock onto tissue, but would not detach from catheter to deploy. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event.